Event description:
The customer reported their coulter hmx hematology analyzer with autoloader leaked diluent from the manual mode probe, outside of the instrument. Fluids associated with this event: blood, diluent and clenz. The customer was wearing personal protective equipment (ppe) consisting of lab coat, eye protection, and gloves at the time of the event. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have a risk management / exposure control plan is in place.

Manufacturer narrative:
On the day of the event, a field service engineer (fse) was dispatched and found a blocked needle in bellows. The fse replaced the bellows which resolved the issue. The cause of the leak was a blocked needle in bellows. (B)(4).